Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received a reading of 22 mmol/l compared to a laboratory result of 10 mmol/l withing 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically signigicant. There was no report of death, serious injury or mistreatment associated with this event.